Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had anemia and major bleeding on (B)(6) 2021. 4-8 units of red blood cells were transfused. The patient was on warfarin and aspirin the time of event.

Manufacturer narrative:
This report was determined to be duplicate information to MFR report number 2916596-2021-06034. The investigation findings will be reported under MFR # 2916596-2021-06034.